Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a blue screen error after rebooting the cns. No patient harm was reported. Nihon kohden technician recommended to the bme to return the cns to nihon kohden repair center.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a blue screen error after rebooting the cns. No patient harm was reported. Nihon kohden technician recommended to the bme to return the cns to nihon kohden repair center. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting a blue screen error after rebooting the cns. They were also have admit/discharge issues with the transmitters. The unit was sent in for evaluation and repair. No patient harm was reported. Investigation summary: during the evaluation, the reported issue of the cns getting a blue screen error message was duplicated. The issue was found to be possible malfunctioning parts/pcbs as the hdd/sw (software) was corrupted. The hdd2 was found to have software corruption. The cns booted normally with just the hdd1 (hdd2 was removed). However, nihon kohden repair center (nk rc) was unable to duplicate the admit or discharge issue during testing and evaluation. Nk rc reimaged the hdd2 from hdd1. Upon reimaging completion, the cns application was launching normally, without issues a review of the serial number history showed the device was delivered to the customer on 04/22/2022, and the warranty expired on 04/21/2024. This was the only complaint found for this device for this issue in the past (3) three years. Based on the review, this is an isolated incident. Therefore, a significant trend that would warrant any corrective action has not been identified during the review of the device/facility trending. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. A2 - a6 b6 b7 d10 attempt #1 07/05/2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer was not able to provide the requested information. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a blue screen error after rebooting the cns. No patient harm was reported. No patient harm was reported.